Event description:
Treatment of an aneurysm. It was reported that the physician was not able to insert the coil into the catheter hub. The physician decided to pull the coil out of the catheter hub, and it broke upon retrieval. The device was not used inside the patient. Same event as MDR# 2029214-2012-00571.

Manufacturer narrative:
The device was returned for evaluation, and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU). (B)(4).